Manufacturer narrative:
Unable to download pump history and pump settings reset after battery change due to pump was received in manufacturing mode. Scratched display window and scratched case noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink. It was reported that customer was only able to upload to fiver percent.